Manufacturer narrative:
We checked the returned unit and confirmed that the water tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the water tube. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the us connector cable crushed, the operation channel leak, the operation channel cut, and the insertion flexible tube attaching nut loose; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.